Manufacturer narrative:
Sc1-cap locked in place properly during testing. After battery installation unit gave a flashing medtronic logo. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test and self test due to flashing medtronic logo. Due to display anomaly preventing further testing, unresponsive keypad allegations are unknown. Proceeded by cutting unit open and performing visual inspection of connectors and electronic assembly. No flattened domes were noted after removing keypad overlay. During deconstructive analysis, corrosion on the motor home switch was found, in addition to moisture damage on the motor flex connector gold traces. Isolate to motor and electronic assembly. Unable to download history files and traces using thump software due to display anomaly. Customer's alleged pump error 43 therefore unknown due to no unit history files download. Unit was also received with: stained keypad overlay, cracked keypad overlay, scratched case, and pillowing keypad overlay. In conclusion, customer's allegations of pump error 43 and unresponsive keypad were unknown due to unit powering on with flashing medtronic logo preventing further testing and unit download. Customer's alleged frozen screen not confirmed due to flashing medtronic logo noted. Corrosion was found on the motor home switch, in addition to moisture damage on the electronic stack. Isolate to electronic and motor assembly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer received a pump error 43 (an error in the motor was detected by reading unexpected value from hall sensor) and customer was unable to clear the screen and it still went back to the same loop. The customer also alleged a frozen display and unresponsive buttons. The customer reported no adverse event. The event involved product mmt-1884. Troubleshooting was performed for pump error. The customer was not able to clear the error. Troubleshooting was partially performed for the display issue. The customer reported a frozen display. Troubleshooting was performed for the keypad anomaly. Buttons remained unresponsive after troubleshooting. No harm requiring medical intervention was reported. Mmt-1884 was requested, and customer response was the device will be returned for analysis. The customer will discontinue the use of the device and revert to the backup plan as per health care professional instructions.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.